Manufacturer narrative:
(B)(4).

Event description:
Customer reported that when trying to inflate the cuff, the pilot valve did not allow the syringe to be connected. There was no patient involvement.

Manufacturer narrative:
The reported issue could not be confirmed. Customer returned two samples, in addition to the reported defective sample. A visual inspection was performed on all three samples and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air. A dimensional test was performed outer diameter of the valves were measured, all readings were within specification.

Event description:
Customer reported that when trying to inflate the cuff, the pilot valve did not allow the syringe to be connected. There was no patient involvement.